Event description:
Reporter alleged the customer couldn't test on his aviva sys due to an error on the device. Rptr stated he had diarrhea, vomiting, and was hypoglycemic and he self-treated with orange juice which alleviated his symptoms. Rptr stated that when the customer's diarrhea and vomiting continued within the next few hrs they still couldn't test on his aviva sys, the took him to the hosp. Rptr stated that his blood glucose levels at the hosp was over 800 mg/dl and he was given an insulin drip. No other actions were reportedly taken or treatment rec'd. A request was made for the return of the suspect device and replacement prod was sent.